Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer¿s blood glucose (bg) was 572 mg/dl. Insulin injections were administered by the school nurse and the infusion set site was changed to address bg. The contact alleged the cause of the event was due to the pump or supplies. Tandem technical support assisted the contact with performing a pump system check. No device issues were identified. Cts advised the contact to discuss elevated bg with a healthcare provider.